Event description:
The user's hearing performance with the device is affected after a trauma to the head on (B)(6) 2021. There was no swelling, drainage or bleeding, however the user has no hearing sensation with the device anymore. Reimplantation took place on (B)(6) 2021 this report refers to 9710014-2021-00925. For further information please refer to this report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head on (B)(6) 2021. There was no swelling, drainage or bleeding, however the user has no hearing sensation with the device anymore. Reimplantation took place on 10.dec.21 this report refers to 9710014-2021-00925. For further information please refer to this report.